Event description:
It was reported that four days after the product was inserted, the nurse noticed cerebrospinal fluid (csf) in the plastic covering around the probe past the blue lure lock. The catheter was still responding to the oxygen challenge and there was no evidence of csf leaking outside of the closed system. When the resident removed the bolt, it was noted that the white winged flange that tightened over the bolt felt loose. There was no pt injury reported. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.